Event description:
It was reported that when the physician went to recover the filter with the recovery catheter, the filter wire got outside of the lumen, creating a false lumen. The filter could not be retrieved as the device was stuck at this point. The physician tried to cut the recovery catheter, but this did not work. The filter basket was pulled out carefully through the stent. There was no patient injury reported.

Event description:
The patient was treated in 02/2005 with 2 stents. During recovery of the accunet, the recovery catheter jammed. Upon investigation by flouroscopy it was determined that the recovery catheter was bound tightly to the accunet wire. The accunet filter basket was removed, while in its fully deployed state, by gently pulling the4 device down through the distal stent. The accunet filter basket was safely retrieved by pulling it directlyly into the guide catheter, which had been advanced through the proximal stent. Inspection of the accunet wire and recovery catheter showed the wire had been diverted into a false lumen between the inner and outer walls of the recovery catheter, thereby freezing the system. During the procedure, the patient experienced transient facial numbness, treated with integrilin and resolved. During the procedure the patient also experienced bradycardia that resolved after balloon deflation. During hospitalization the patient experienced an altered mental status that resolved prior to discharge. A CT scan revelaed normal results. The patient also received a transfusion during hospitalization.